Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was used for the endovascular treatment of a 6 cm thoracic aortic aneurysm. It was reported that during the procedure, the delivery system would not track over the aortic arch due to a gap between the outer sheath and tapered tip. Another device was obtained and used successfully. This event did not result in a patient injury.